Manufacturer narrative:
Updated fields- b3, b4, b5, b6, b7, d10, g3, g6, h1, h2, h6 (health effect ¿ impact codes), h11 corrected parent aware date is (B)(6) 2026. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had helium leak issue, low helium alarm and screen frozen. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had helium leak issue. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: e3, h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was not able to reproduce the failure. The fse ran a helium leak test and the unit passed. Additionally the fse performed a full pm check and calibration. The unit is ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. (Investigation findings, medical device ¿ problem code).